Event description:
It was reported that during testing at the manufacturer, air was leaking form the device. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed wearing of front bearing retainer, rotor housing, vanes, air tube and dynamic seal.